Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and lead system experienced an infection and sepsis. An extraction was performed and the crt-d along with the left ventricular (lv) and right ventricular (rv) leads were explanted. However, the right atrial (ra) lead became fractured during the attempt and was abandoned. The patient passed away some time after the procedure, due to their illnesses and effects of the anesthesia. None of the explanted products were going to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.